Event description:
While infusing norepinephrine and vasopressin, pump alarmed and stated "channel disconnected." Checking the connections, pump would not restart. After switching channels, patient's blood pressure dropped significantly (mean arterial pressure in the 40s). Code cart was brought into the room and opened for an imminent code. Eventually, pt's blood pressure was brought back up, and the pump alarmed yet again with the same alert. The entire pump (and all channels) was then switched out. Pump was set and running for a period of time prior to malfunction. Once pump malfunctioned, nurse removed entire pump. No harm to patient. The patient's blood pressure while in emergency department on [date redacted] from 0955 through 1838 was 145-167/72-93. Pt left emergency department at 1838. Norepinephrine was started after the pt. Was transferred to this facility. Start time was 2340 on [date redacted]. Vasopressin was started @0030 on [date redacted]. Carefusion/bd corp, model # 8015.